Manufacturer narrative:
Through follow-up, customer does have patient's details.

Event description:
Customer reported that the unit has an error code message of machine and proximal pressure sensors failed. The customer reported that the device was in clinical use at the time the reported issue was discovered; but it is unknown if there was any harm to the patient or user.

Manufacturer narrative:
Data acquisition (da) to motor controller (mc) cable assembly was the only part that returned to failure investigator (fi) lab for evaluation. Since this is a known issue; no further investigation is required. Root cause investigations are on-going, which involve the da-to-mc pcba cable and the cable and/or pcba interfaces. A risk assessment is in progress.